Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. A latitude nxt report suggests the alert is due to shock impedance out of range measurements. Subsequently, technical services (ts) was consulted and guided troubleshooting options, but an upload was unsuccessful. Ts advised patient to contact their clinic. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. A latitude nxt report suggests the alert is due to shock impedance out of range measurements. Subsequently, technical services (ts) was consulted and guided troubleshooting options, but an upload was unsuccessful. Ts advised patient to contact their clinic. No adverse patient effects were reported.